Event description:
It was reported that during a da vinci-assisted gastrostomy procedure, a firing failure occurred while using a sureform 60 stapler instrument with a green sureform 60 reload. When the event occurred, stomach tissue was pushed and not properly stapled or cut. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported issue cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument or green sureform 60 reload that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the stapler logs show sureform 60 stapler instrument (lot number: l80231219-0432) was used first and was installed on the system 5 times and fired 5 green stapler reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no relevant stapler related errors in the logs. A review of the provided images was performed by an isi clinical development engineer (cde). Per the cde, the images show a partially formed staple line with many bunched and malformed staples. Without further information, a root cause cannot be determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Device evaluations: intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green sureform 60 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Further investigation found the main tube was manually rotated and no increased or abnormal friction was observed. Steering cables and drive cables appear in-tact and properly tensioned. The housing was removed and stapler I-beam extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws. Components of the instrument show no damage. The instrument was fully functional. There was no problem detected. Isi received two green sureform 60 reloads and performed failure analysis. One green sureform 60 reload was found to have the knife exposed within the knife track. The knife was exposed towards the proximal distal end of the returned reload. Common causes of the failure mode exposed component reloads are attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. The second green sureform 60 reload was returned unused and unopened; which did not affect the functionality of the returned reload. There were no device related failures.